Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false decreased wbc counts and false elevated plto counts on the cell-dyn sapphire analyzer for one sample. The following results were provided: (B)(6). No specific patient information was provided and no adverse impact to patient management was reported.

Manufacturer narrative:
The investigation included a review of customer data, a search for similar complaints, and a review of product labeling. Review of complaint activity did not identify any adverse trends or abnormal complaint activity. Sservice records for the cell-dyn sapphire analyzer (45090az) were also reviewed and did not identify any other service tickets related to the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Additionally, the data provided by the customer was reviewed and indicated pre-analytical sample handling may have contributed to the depressed results. Based on the available information, no systemic issue or deficiency of the cell-dyn sapphire analyzer was identified.